Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy to nickel") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On (B)(6)2017, the patient experienced rheumatic disorder ("chronic inflammatory rheumatism"), 6 years 10 months after insertion of essure. In (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2017. At the time of the report, the allergy to metals and rheumatic disorder outcome was unknown. The reporter provided no causality assessment for rheumatic disorder with essure. The reporter considered allergy to metals to be related to essure. The reporter commented: according to summary of hospitalization report from (B)(6) 2017 to (B)(6)2017, the patient saw an allergist who was convinced about allergy to nickel and so who did not perform the test further company follow-up with the lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on(B)(6)2019: this case will be deleted from bayer pv database. Nullification reason: during a cluster reconciliation, and following confirmation from the local health authorities, this case was identified as a duplicate of case (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy to nickel") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced rheumatic disorder ("chronic inflammatory rheumatism"), 6 years 10 months after insertion of essure. In (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals and rheumatic disorder outcome was unknown. The reporter provided no causality assessment for rheumatic disorder with essure. The reporter considered allergy to metals to be related to essure. The reporter commented: according to summary of hospitalization report (B)(6) 2017, the patient saw an allergist who was convinced about allergy to nickel and so who did not perform the test. Further company follow-up with the lawyer is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.